Manufacturer narrative:
This is one event for the same pt involving two separate product.

Event description:
The plaintiff/s attorney alleged that the pt experienced atrial fibrillation and it was reported that the event occurred due to the administration of the product for dialysis treatment.